Manufacturer narrative:
Patient weight not available from the site. The device was inspected at the site by a medtronic representative. He noted in his work order: "slight burn is noted on blank 2d image. 3d spin produced minor circular shadowing. No debris noted inside unit on either detector or tube assembly. Performed several gain calibrations to remove burned in image. Issue appears to be resolved. Performed system checkout. Unit performs as expected." This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that they did a 3d spin on the imaging system and there was a "dinner plate effect" on the images. She described this as a circle on the scan. They re-spun and this occurred again. They were able to navigate with the images. There was no impact on patient outcome.